Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-15591. . It was reported that patient lost therapy. Imaging studies showed that the right l1 lead had migrated. Reprogramming was attempted to no avail. Surgical intervention may take place to address the issue. It¿s unknown which lead migrated, and both are being reported.